Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, customer performed the air removal step multiple times prior to loading a cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 220 mg/dl.

Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.